Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic visit, the patient had complaints of left side pain radiating to their back. Upon interrogation, the right ventricular lead exhibited loss of capture. The successfully lead was repositioned on (B)(6) 2018. The patient was stable post-procedure.